Event description:
According to literature source of study, laparoscopic simple hysterectomy, bilateral adnexectomy, pelvic lymph node dissection, para -aortic lymph node dissection, and partial omentectomy were performed using the transperitoneal approach (tpa). The patient experienced complications of left ureter injury and kidney fat injury when undergoing laparoscopic surgery for uterine endometrial cancer. The video showed that the ureter was trapped by the fan retractor and the trapped end was thought to have been thermally damaged by the device. On postoperative day one, the patient experience back pain and underwent retrograde urography which showed contrast leakage, suggesting left ureter damage. Treatment included insertion of a ureteral stent, computed tomography, drainage tube insertion, repeat computed tomography, removal of drainage tube two months later, and removal of the ureteral stent ten months later.

Manufacturer narrative:
Title: ureter injury in laparoscopic para-aortic lymphadenectomy for endometrial cancer by the transperitoneal approach source: case reports in obstetrics and gynecology / hiroharu kobayashi, misa kobayashi, yoshihiro takaki, yuki kondo, yuri hamada, haruhiko shimizu, yumi shimizu, masaru nagashima, and hiroshi adachi / volume 2023, article ID 3138683, 6 pages / https://doi.org/10.1155/2023/3138683 / published 19 september 2023. D10 concomitant product: 176647, 176647 endo retract ii with 5 fi (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.